Manufacturer narrative:
Product ID 3889-28, lot# v361601, implanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator had electrocuted and shocked her and had to be removed and replaced. Additional information has been requested, but was not available as of the date of this report.